Event description:
It was reported that during insertion they received a blue bullseye but had only advanced the catheter 10cm into the pt. The clinician removed the catheter, recalibrated and had a successful procedure ending with a blue bullseye and the catheter was located in the superior vena cava. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).